Manufacturer narrative:
Process of analyzing information is ongoing. Additional information will be provided upon investigation conclusion.

Event description:
Arjo was notified of an event involving an enterprise 8000x bed. It was indicated that a bariatric patient was unable to get out of bed. When one of the caregivers tilted the bed to feed the patient, the bed hinges broke. The bed did not fall to the floor, but remained in the lying position. The patient and caregiver were not injured. The patient was slightly frightened when noticed that the bed had lowered itself. The patient was moved to another bed.

Manufacturer narrative:
Based on the inspection results and photographic evidence provided by an arjo representative, it was found that the hinges between the back and thigh sections of the bed were broken. The backrest damper (gas spring) was broken off. The findings were consulted with the technical department. The initial cause of the event indicated by the arjo representative, that the event occurred due to misuse by placing a bariatric patient (weighing 135 kg) on the enterprise bed, seems to be unlikely as the safe working load (swl) for the enterprise 8000x is 250 kg. The most likely cause of the event could be a combination of two factors: faulty hinges and exceeding the swl of the bed, which could occur if the device caught on an obstacle. However, based on the information gathered in the course of the investigation, the exact cause of the event could not be determined. Arjo device failed to meet its performance specification since one of the hinges disconnected and other parts were damaged. This complaint is deemed reportable due to the hinges breakage during use of the bed with the patient.